Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow-up, episodes of non-sustained right ventricular oversensing that resulted in myopotential oversensing were noted. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored via follow-up.